Manufacturer narrative:
The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling system in the united states. Both pipetters use the same hamilton (labeled) disposable pipette tips. The operating software for the pipetters is different. Customer reported that the ortho summit sampler installed in their lab had failed to dispense sufficient sample/reagent as expected without generating an alarm. The customer indicated that no biased results were generated and/or reported to the physician. The field svc engineer evaluated the instrument and observed position tip clamp plunger #1 was broken. Fe performed replacement of the 12 plunger clamps the 12 lld springs. Instrument tested without further problem. Repairs have returned the instrument to expected operation.